Event description:
It was reported to baxter (B)(4) that the filter of a clearlink system solution set, 20 dpm, duo-vent, 15 micron filter, 2 luer activated valves, male luer lock adapter with retractable collar "floated free and disintegrated. Nurse noticed white particles floating down the line". The condition occurred during use. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Upon completion of baxter's investigation, or if additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, an analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.